Event description:
The surgeon directed his assistant to use the stapler on a renal vessel. The stapler would not fire. It was removed from the surgical field and retested. The stapler continued to not function. The o.r staff brought in a second stapler, which did function, and the procedure continued following the delay.